Event description:
The complainant reported that after the device was successfully implanted, a placement signal unreliable alarm occurred. Upon inspection of the surgical field, it was found that a clamp had been placed across the catheter by the medical staff. After the clamp was removed, the placement signal became intermittently reliable. The physician elected to leave the pump in place, and clinical consulting was contacted regarding the reliability of the placement signal.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.